Event description:
In 2004, the pt received repair of an infrarenal abdominal aortic aneurysm. The pt tolerated the procedure. In 2009, a computed tomography angiography was performed which revealed an unspecified endoleak. At approx 2 months later, the pt received an arteriogram which revealed a type ii endoleak that originated from the right hypogastric. The physician attempted to embolize but was unable to. The pt will see an interventional radiologist in about 22 days, to attempt to embolize the hypogastric to the level of the iliolumbar artery.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Add'l devices were also implanted. Attempt(s) were made by gore. Blank requirement fields indicate that the info was not provided, was deemed unavailable, or was not applicable.